Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, after inserting the balloon catheter into the sheath and opening the balloon, there was a bend in the balloon catheter, and it could not be used correctly. Incoming information indicated a kink in the guidewire lumen. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the balloon catheter, 2af283 with lot number 50657, was returned and analyzed. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. Verification of the smart chip file indicated the catheter was used for 7 applications. The balloon catheter passed the performance test, the electrical integrity test as per specification and the impedance was within specification. The dissection test showed the guide wire lumen (gwl) kink 1.1 inches from the tip of the catheter. In conclusion, the reported gwl kink was confirmed through testing. The catheter failed the returned product inspection due to the gwl kink. If information is provided in the future, a supplemental report will be issued.